Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient passed out in the afternoon around 2:00pm at the hospital. The patient declined to provide further information about the event but that the cgm was displaying 200 mg/dl while their bg was 600 mg/dl and she took insulin. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.